Manufacturer narrative:
Judging from the situation of treatment, the cause of anaphylaxis is considered to be either neoveil or fibrin glue. Since fibrin glue contains heterologous proteins and warnings related to anaphylaxis is described in IFU of fibrin glue, we believe that it is highly possible that fibrin glue is the cause. However, the test to identify the allergen was not carried out, so it was not possible to prove that neoveil was not the cause.

Event description:
Name of the adverse event: anaphylactic shock. Resected right middle lobe of lung to lung cancer in right middle lobe. Applied neoveil and fibrin glue("bolheal" kaketsuken) to pulmonary fistula part to deal with pulmonary fistula. After that, rash appeared on neck, trunk and limbs. Additionally, the blood pressure decreased rapidly. Above symptoms are observed during the chest closure, so opened the chest promptly, removed neoveil and fibrin glue as much as possible, and the thoracic cavity was washed. After that, chest closure was performed. The patient pulled out the drain on 9th postoperative day and was discharged 2 weeks after the operation. The doctor judged that the anaphylactic reaction was recovering.